Event description:
It was reported that the customer was receiving a no delivery alarm. Customer needed assistance changing the time and date on the pump. Customer stated that she changed the battery on the pump to resolve the alarm. Customer does not want to return the infusion set or reservoir for analysis. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.